Event description:
It was reported that when the device was attempted to be removed, the safety mechanism didn't work. After the device was removed also, the needlepoint could not be locked in the base. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty activating the safety mechanism was confirmed and the cause was determined to be use related. The product returned for evaluation was a 22ga x 0.75¿ safe step infusion set. The returned product sample was evaluated and the needle was observed to be bent the middle of the needle shaft the following observations were noted during the sample evaluation: ¿ usage residue was seen on the sample which proved that the product had experienced at least some use. ¿ the bend in the needle had occurred away from the needle base which can be caused by device manipulation during/following port access. ¿ the needle tip was barbed suggesting contact between the needle and port base. An attempt to advance the safety over the needle tip was successful. Force applied at an angle to the needle axis, or if the needle is not inserted perpendicular into the port septum, can lead to bending of the needle shaft. It is advised to verify that the needle length is correct based on port reservoir depth, tissue thickness and the thickness of any dressing beneath the bend of the needle; if too long, needle and/or port may be damaged at insertion. Additionally, avoid excessive manipulation once the needle is in the port.

Event description:
It was reported that when the device was attempted to be removed, the safety mechanism didn't work. After the device was removed also, the needlepoint could not be locked in the base. There was no reported patient injury.